Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used on the axilla. During the procedure, the needle appeared to have a tip missing. It was not noted prior to use. An x-ray was taken of the patient's axilla. Nothing was noted on the x-ray. There was no adverse patient consequence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.